Event description:
It was reported that the implantable pulse generator (ipg) exhibited two dropped ventricular beats one hour and thirty minutes apart. The device remains in use. No patient complications have been reported as a result of this event.